Event description:
It was reported that during a remote follow up, a diagnostic anomaly was noted on the device where the discrimination of rhythm was prolonged. No intervention has been performed at this time. The patient was in stable condition. Further information has been requested and not yet received.

Manufacturer narrative:
The reported event of delay in the switch branch was confirmed. Based on the information received, the programmed interval and blanking period caused the delay to occur. The cause of the reported incident is attributed to the programmed settings; the device was performing as specified.